Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed during return device analysis as the grippers performed as expected. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the reported lot. The reported patient effects of mitral valve injury, and endocarditis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a cause for the reported gripper actuation issue could not be determined. The cause for endocarditis could not be determined. The reported tissue damage appears to be related of procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report tissue damage (91221u177). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was (91009u148) implanted without issues, mr was reduced to 3. To further reduce mr, a second clip (91106u174) was advanced and the clip was placed, reducing mr. However, it is suspected the clip opened because after a few minutes¿ mr returned to 4. The clip was not deployed and was removed without issue. Mitraclip delivery system (cds) (91221u177) was advanced, it was noted the gripper arm on the posterior mitral leaflet was not coming down. The clip was relaxed, and the gripper arm worked. The decision was made to continue using the clip. After the clip was placed, mr could not be reduced. Leaflet injury was observed, both clips 91106u174 and 91221u177 are suspected of causing the leaflet injury. The clip (91221u177) was not implanted and was removed without any problems. The physician suspects endocarditis is present, it is unclear if it was pre-existing. A total of one clip was implanted, mr remains unchanged. The patient was transferred to another clinic for surgical intervention, it is unknown if it was mitral valve replacement or repair that was performed. No additional information was provided.